Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was no longer using the stimulator due to irritation in the posterior thighs and worsening of pain. The irritation was believed to be caused by the location of the leads. The patient underwent a revision wherein the leads were moved to a better location to alleviate the irritation and pain. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was no longer using the stimulator due to irritation in the posterior thighs. The irritation was believed to be device related. The patient underwent a revision wherein the physician elected to replace the ipg. The patient was doing well following the procedure.